Manufacturer narrative:
Product event summary # ca reported geo event description: it was reported that, during the implant procedure, the df4 boston lead could not be connected to the medtronic df4 device. Preliminary geo assessment: check attached presentation "df4 lead insertion difficulty" connector bore dimensions and insertion force for all medtronic devices comply with the iso df4 standard some boston scientific df4 leads have a very soft strain relief zone: bulging of the lead prevents full insertion into the device (rubber stopper effect) to reduce insertion force you can use mineral oil which is available from boston scientific (model 6529: sterile single use package) preliminary geo conclusion: suspect medtronic device ok.

Event description:
It was reported that during the implant procedure, it was impossible to connect the competitor right ventricular (rv) lead into the implantable cardioverter defibrillator (ICD). The ICD was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.